Event description:
During ankle case the tip broke off into the patient; the dr. Had to make a large incision to remove -added 45min to case.

Manufacturer narrative:
During our evaluation the following observations were made, the complaint was confirmed the tip has been broken off and was not returned. Without the return of the tip no conclusion can be made. (B)(4).